Event description:
Needles have not been working properly [needle issue] ([diabetic ketoacidosis], [blood glucose increased], [hypoglycaemia]). Case description: does the incident represent a serious public health threat? No. This spontaneous case from (B)(6) was reported by consumer as "needle has not been working properly", "diabetic ketoacidosis", "blood glucose increased" (non-serious) and "hypoglycaemia" (non-serious) and concerns a female patient (age not reported) using novofine 8mm (30g) autocover for unspecified period of time due to drug used for unknown indication. Patient's height: not reported. No medical history has been reported. A female consumer has reported that she has been admitted to the hospital at least once a year during two to three years with diabetic ketoacidosis (dka) and claims that she could have died. The patient also stated that her blood sugars have always been high. On an unknown date, the patient has changed to "normal" needles and since then she has only experienced hypoglycaemia. The outcome was not reported. Company comment: as no needle has been returned to novo nordisk (B)(4) for investigation it is not possible to identify a clear root-cause and for the experienced events and thus find similar cases. In addition very limited information on how the patient handled the needle was available making an assessment of the causality between the used medical device and the experienced adverse events difficult. Reporter comment: investigator's alternative aetiology: not reported.